Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a scheduled follow-up, atrial lead noise was observed. The clinic had been aware of noise on the atrial lead since noise reversion episode had occurred due to atrial lead noise on (B)(6) 2017. The noise was reproducible with isometrics but all lead measurements were stable and in-range. No intervention has been done as the lead remains implanted. The physician planned to monitor the patients lead for the time being. The patient was stable before, during, and after the device interrogation and will continue to be monitored.